Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history showed one replace battery alarm associated with normal battery wear. The pump electrical draws were tested and were found to be within the specifications.

Event description:
This complaint is being reported due to the alleged power issue. According to the patient, the battery life average has been gradually decreasing over the past 2 months. Her (B)(4) batteries on average lasted 4 weeks. However, for the past week, her battery lasted only 2-3 days. There was no reported patient impact associated with this complaint.